Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed. (B)(4) - failure to follow steps. (Date of event): the facility reporter indicated the event occurred during the previous week from the date it was reported to the manufacturer representative. The date of (B)(6) 2010 is being used as the best estimate date. (B)(4).

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an unspecified procedure. Reportedly, after clip deployment, difficulty was experienced during device removal from the patient's anatomy. The access ports were used; however, the thumb advancer was not retracted and the device was pulled out in that condition. Hemostasis was achieved with this device. There was no adverse patient effect. Though requested, no additional information was provided.